Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14aug2019. The device was evaluated by the field service engineer and the reported problem was confirmed. The field service engineer replaced the touchscreen to address the reported issue. The device passed all testing submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.